Event description:
Patient reported to patient services on (B)(6) 2010 that her device is implanted sub pectorally and has moved a great deal. Patient stated that it is currently pushing up against her collarbone and she can see the outline of the header and the leads. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).